Event description:
It was reported that this pacemaker device exhibited drop in battery longevity. It was noted that the battery longevity dropped from 2yrs to remaining now at 3 months in approximately 9 months. Data analysis were requested. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker device exhibited drop in battery longevity. It was noted that the battery longevity dropped from 2yrs to remaining now at 3 months in approximately 9 months. Data analyses were requested. This device currently remains in service. Additional information received indicated that this device was depleting normally. Technical services (ts) reviewed the data and confirmed that the device had no unusual faults or resets and was operating normally. The power consumption was stable and within expectations based on programming and therapy delivery with no evidence of premature battery depletion (pbd). No adverse patient effects were reported.

Manufacturer narrative:
Please disregard report tw 2124215-2025-40164. This event is no longer reportable since we received additional information that there this device was depleting normally and there was no evidence of a product malfunction. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.